Manufacturer narrative:
The pipeline flex with shield is currently in transit to medtronic for evaluation. A follow-up MDR will be submitted when device investigation is complete. Suspect medical device brand name: pipeline flex with shield technology model number: ped2-475-25.

Event description:
Medtronic received report of pipeline flex with shield pushwire break during a procedure. The patient was undergoing treatment for an unruptured, amorphous aneurysm in the right internal carotid artery (ica). The aneurysm max. Diameter was 19mmx10mm. The neck diameter was 9.32mm. Landing zone artery size was 4.1mm distal and 4.6mm proximal. The patient¿s anatomy was reportedly very difficult; vessel tortuosity was severe. The devices were prepared as indicated in the IFU. It was reported that during the procedure, access to the aneurysm was achieved by placing a balloon guide catheter and navigating a guidewire past the aneurysm neck. A microcatheter was then placed into the media without issue; another catheter was jailed in order to perform coiling. A pipeline flex with shield was advanced through the microcatheter; approximately 3-5cm proximal to the aneurysm, high friction was noticed. The physician used a torque device to continue advancement of the pipeline flex with shield; high friction was still encountered. The physician was able to relax the system and position the pipeline device at the tip of the microcatheter. The physician began pipeline flex with shield deployment in a straight part of the m1 middle cerebral artery (mca). The physician was able to deploy by pushing the pipeline forward; the microcatheter was unable to be pulled. The physician positioned the system in the landing zone and deployment continued. In the first curve below the aneurysm, the physician noticed a twist of the pipeline flex. The physician pushed and pulled the system several times, but was unable to resolve the twist. The pipeline flex with shield was removed leaving the microcatheter in place. Removal of the pipeline flex was smooth at first, then high friction was encountered. The physician used force to continue removal and the pipeline pushwire reportedly ¿ripped off¿ at the distal marker. Because of the difficult anatomy and long procedure time, the procedure was ended. There were no reports of patient injury in connection with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation. Device evaluated, device returned to manufacturer. Device evaluation: the pipeline flex with shield pushwire was returned for evaluation with the catheter; the pipeline flex with shield braid was not returned. As received, the pipeline flex with shield pushwire was found outside of the catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal segment of the pushwire was observed to be bent approximately 3.5 cm from the distal tip coil. The distal hypotube appeared to be stretched with the ptfe shrink tubing still intact. Kinks and bends were also found on the pushwire approximately 21.5 to 33.5 cm from the proximal end. Based on the provided photos, analysis findings and event description, the report of pipeline flex with shield pushwire separation could not be confirmed. The pushwire was found to be damaged but intact. In regards to the reports of resistance, the issue was confirmed. It is possible that the patient¿s severe vessel tortuosity may have contributed to the excessive resistance during delivery. However, the cause for resistance could not be conclusively determined. All products are 100% inspected for damage and irregularities during manufacture. From the damage seen on the phenom body (accordioning), hypotube (stretching), distal and proximal wire (kinking/bending), it appears there was excessive force used (pushing and pulling). Our instructions for use (IFU) provides the following guidance: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. Do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.¿ if information is provided in the future, a supplemental report will be issued.